Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user accidentally dropped the ilet, resulting in a cracked screen and damage to the luer connector; the user removed the broken connector and replaced supplies, and blood glucose was reportedly unaffected. Symptoms included no adverse clinical effects. Outcomes included no impact on health status and no medical care. Investigation included review of the event and replacement of the device with return of the original for assessment. Investigation of this case revealed physical damage consistent with accidental impact. It was concluded that the event was attributable to user handling and not a device malfunction.